Event description:
The nurse reported the system has to be turned on and off during set up in order to get it to work. The nurse stated when the system ceases to function during surgery; the surgeon is forced to complete the case(s) by some other unspecified means. Multiple attempts were made for more info and pt status with no response to date. No pt harm was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the receiver mechanism for diagnostic purposes. Preventive maintenance was performed. The system was then tested and met all product specifications. The part has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4)